Manufacturer narrative:
(B)(4). Date sent: 6/5/2023. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: what were the indications for surgery? -pulmonary nodule. Did the patient receive any preoperative chemotherapy or radiation? -no. Was there any underlying pulmonary disease? -no. Where on the lung was the stapler fired? -lung tissue. Was the lung tissue thick? -no. Were there any issues experienced with the device in the initial surgical procedure? -no. What was the total estimated blood loss (ml)? -unknown. Was a transfusion required? -unknown. How was the bleeding addressed? -suture sewing. What was the pre and postoperative anti-coagulant and pain management protocol? -unknown. Was the bleeding intraluminal or extraluminal? -intraluminal. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, a gst60b was used first to treat lung, which was good formed. Then a cecr60d was used, and was malformed after firing. The tissue was only cut without stapled. A serious bleeding issue was noted. The surgeon used suture to complete the operation. The patient had intrapulmonary hematoma after the surgery.

Manufacturer narrative:
(B)(4). Date sent: 6/22/2023. Photo analysis: this is an analysis of four photos submitted for evaluation. During the visual analysis, the following was observed: the first and second photos show a tyvek from the top view, code: cecr60d lot: e22060004. (Exp. Date: 2027-05- 29). The third photo shows a tyvek from the top view, code cecr60d lot: e21090011. (Exp. Date: 2026-09- 05). The fourth photo shows a piece of the tissue with a staple line and it was noted some staples no properly formed in the tissue. No conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device batch number of e21090011, and no non-conformances were identified. Date of mfg: sep/06/2021; expiration date: sep/05/2026. A manufacturing record evaluation was performed for the finished device batch number of e22060004, and no non-conformances were identified. Date of mfg: may/30/2022; expiration date: may/29/2027.